Manufacturer narrative:
[(B)(4)].

Event description:
It was reported that the device was separated from the core wire. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed and upon deployment, it immediately separated from the core wire. It was in a proximal position with low compression. The closure device was monitored for over two hours and it did not shift or move, but remained stable. The patient was observed overnight. There were no patient complications and the patient was fine.

Event description:
It was reported that the device was separated from the core wire. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed and upon deployment, it immediately separated from the core wire. It was in a proximal position with low compression. The closure device was monitored for over two hours and it did not shift or move, but remained stable. The patient was observed overnight. There were no patient complications and the patient was fine. Device evaluated by MFR: the returned product consisted of a watchman delivery system without the implant. The device was bloody. The hub/valve, sheath, tip and core wire was microscopically and visually inspected. Inspection revealed numerous kinks in the sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.